Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, the excessive no delivery and displacement tests. No excessive no delivery alarm noted. The device had a crack on all four corners near display window, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that she had experienced high blood glucose for a week and a half and has had to treat with manual injections. The customer also reported that the night before, the insulin pump was alarming without a message on screen. The customer stated it may have been no delivery alarms. Blood glucose at the time of the incident is unknown; current value was 115 mg/dl. She expe3rienced vomiting and was not able to eat due to her throat being sore. During troubleshooting, the customer found three small air bubbles in the tubing. Insulin did exit the tubing and no insulin leaks were found. She also mentioned that the insulin pump would vibrate three times every hour and that the infusion sets would get loose. The device will not be returned for analysis.